Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's implantable cardioverter-defibrillator had migrated out of the pocket. The device was explanted in a procedure on (B)(6) 2021. Post-procedure the patient was stable.